Event description:
During a donor kidney nephrectomy, a vascular powered stapler was used to cut and close the renal artery. The stapler did not fire or cut properly. It was locked shut on the renal artery. The surgeon was able to remove it without patient injury.